Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion and the displacement test. However, the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
It was reported that the customer was experiencing high blood glucose when reaching the last couple of units of insulin. It was stated that the mother hears the insulin pump has a louder noise, and she was not comfortable with the device. It was stated that the insulin pump alarmed low blood glucose at 20.0 units. No further info was provided.